Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 28 mmol/l. Customer¿s current blood glucose level was 16.9 mmol/l. The customer was treated with insulin pump for high blood glucose values. The customer did not allege that the insulin pump was over delivering. The insulin pump passed the displacement test and high pressure test. The customer declined the troubleshooting for high blood glucose. The product will not be returned for the analysis.